Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pocket infection. The infection was noted during follow up. The patient presented on (B)(6) 2018 for explant procedure and the system was explanted. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.